Event description:
Pt admitted to hospital for removal of ruptured bilateral breast implants. Original breast implants placed in 1981. The MFR of breast implants are unknown. MRI showed ruptured of breast implants. Pt authorized hospital to dispose of breast implants.